Event description:
It was reported that the patient's implantable cardioverter defibrillator received an alert for possible high voltage circuit damage during defibrillation threshold testing, most likely due to external defibrillation. The device was then removed and replaced during procedure on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported field event of possible high voltage circuit damage alert could not be reproduced in the lab. Final analysis did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.